Event description:
Reported event of "band prolapse" in six pts from abstract: "standardized laparoscopic gastric band insertion technique is reducting the early morbidity of band surgery", surgical endoscopy and other interventional techniques. (April 2013) vol 27, supp. (B)(4). Although the MFR of the device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Band slippage is surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflating or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."